Manufacturer narrative:
(B)(4). One carton with previously opened package was received. Tyvek ripped and stuck to the blister when package was opened due to tyvek delamination, separation of tyvek layers. Tyvek delamination causes the package to be difficult to open and remove the device from the package. When tyvek was pulled open for examination, tyvek peeled cleanly away. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Package sterile integrity was not affected. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a procedure, the tech was trying to open the packaging and the tyvek ripped and did not open as intended. The customer could not get the device out of the package in a sterile technique. Another device was used to complete the case with no patient consequence.